Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer noticed air bubbles in the tubing of the infusion set and reservoir during the therapy. The customer's blood glucose was 24 mmol/l at the time of incident and the customer corrected it using syringes. The size of the air bubbles were more than that of champagne. The customer had already performed the troubleshooting. The device is not expected to be returned for analysis.